Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the leakage check label was discolored, a defective venting connector, a corroded scope connector cover unit and suction connector due to water leakage, no scope identification information, a cracked objective lens and light guide lens, worn switches, worn and wrinkled light guide tube, the downward angulation torque was 72, which was greater than the standard 69, and nonfunctioning switch two due to a damaged switch box and switch one due to damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovidoescope exhibited scope error e315. The issue was found during reprocessing. There were no reports of patient harm.